Event description:
Contra limb gait would not open necessitating a unibody second intra-vascular device and fem-fem bypass. We cannot determine without implanting the graft, whether a manufacturer defect of that gait or compression of the gait by the native artery was the cause. Despite all attempts to transverse the gait both antegrade and retrograde, a wire could not pass through the gait.